Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 483 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management. System check with tandem technical support confirmed the pump was functioning as intended. Customer declined to provide additional information.